Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and informed the ordering physician. Hfid # (B)(4): the investigation identified a potential false negative in the lad. This was due to analyst error; when edited the reassessment of the analysis showed a positive ffrct distal to the stenosis from 0.82 to 0.76. While heartflow has identified this issue, the physician acknowledges the communication, and has indicated there was no harm to the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.